Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief plaintiff in (B)(4), after an unspecified period of time when a trapease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, severe and constant chest pain and compromised respiratory system. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Respiratory compromise is a state in which there is potential for decompensation into respiratory insufficiency or dysfunction. Various health conditions, such as chronic obstructive pulmonary disease, pneumonia and pulmonary embolism, as well as acute trauma and/or drug overdose can contribute to respiratory compromise. Patients with respiratory compromise may experience chest pain upon respiration. Enhanced monitoring and/or therapies might prevent or mitigate decompensation. . Based on the limited information provided and without procedural films or additional medical records for review, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief plaintiff in (B)(4) after an unspecified period of time when a trapease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, severe and constant chest pain and compromised respiratory system. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment.